Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the surgeon removed one (1) tfna short nail, one (1) tfna screw, and one (1) 5.0 titanium locking screw with t25 stardrive recess. The patient was infected and the hardware had to be removed. Everything was removed successfully. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm for im nails this is report 3 of 3 for complaint pc-(B)(4).